Event description:
This is a 56-yr-old female who had had multiple surgeries on the breasts beginning in the 1970's with preventative mastectomies, reconstructed with subglandular silicone implants which became severely contracted in the early 1990's. She had replacement of the implants with submuscular saline implants. She subsequently had deflation of the left implant and replacement and now presented with deflation of the right implant and capsular contracture of the left side and possible partial deflation on the left side. On 6/15/94 she underwent removal of both implants and parital capsulectomies and replacement with saline implants. The right breast implant was deflated. There was a capsular contracture around the left breast implant with no sign of leakage. The implants were returned to the pt 6/17/94.